Event description:
Caller reported a dark pump display with a visible backlight, which affected their ability to interact with the pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and instructed the caller on various procedures including allowing the existing pump's battery to deplete, returning the problematic pump within 10 days using a provided ups return box, and programming their settings into the replacement pump. Customer reverted to an alternative method of insulin therapy.